Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, a non-olympus hydrotome encountered resistance in advancing. The users claimed that this caused the hydrotome to be buckled and caused difficulty in passing the hydrotome. The user removed the hydrotome and tried to straighten it out, and then the user advanced it again slowing down the channel and successfully cannulated the ampulla; the dye was injected and the cholangiogram was successful. The user then decided to perform sphincterotomy; while cutting, the hydrotome made a poor cut and the pt started to bleed significantly. The user injected epinephrine through the hydrotome, but the cutting wire broke and the bleeding continued; the hydrotome was then removed and the physician used a needle to inject the epinephrine and the bleeding stopped.

Manufacturer narrative:
Olympus followed up with the user facility to obtain more detailed info regarding the report and was informed that the procedure was completed using the same endoscope. The pt was taken to the recovery room after the procedure and was reported to be in a stable condition. There was no further issue reported since then. The pt is said to be an in-patient. The device referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate the user's experience of "difficulty passing hydrotome" as the hydrotome was not returned with the endoscope. However, the endoscope was tested with an olympus' test sphincterotome (similar to hydrotome) but there was no sign of restriction or catching inside the biopsy port, biopsy channel and suction cylinder port. In addition, a jag wire was inserted through the sphincterotome, and no problem was found. The instrument channel was examined with the use of a borescope and scrape marks and sharp edge were found on the instrument channel opening at the distal end. This phenomenon was attributed to physical damage due to user handling. The suction cylinder at the control body unit had multiple scrape marks on the suction cylinder metal wall joints, which likely caused the user's experience. This phenomenon was attributed to mishandling. The device passed the leak test. The device will be serviced and will be returned to stock. This report is being submitted as a medical device report in an abundance of caution.